Event description:
During placement of the zenith aaa device, the physician could not get the contralateral gate to open because of a tight stenocis in the distal aorta, the contralateral gate was completely occluded, so the physician placed the right iliac leg, a tfle-10-105 and inteded to place a converter and occluder. However, the delivery device for the converter would not pass through the 10mm iliac leg. The leg had been placed in the external iliac which was only 8mm in diameter. The physician then placed an occluder (esp-16-20) in the left iliac, but it appeared as if no occluder had been placed at all because of the amount of blood flow through it. A second occluder (esp-24-20) was placed wiht some residual leakage around it, thought to be caused by infolding of the graft material, which may have been too large. A fem-fem bypass was performed successfully and the patient is currently doing well.